Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that it was scrapped due to a recharging antenna failure and batteries low; replace batteries soon message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Caller stated he was having problem with the controller finding the ins, because sometime he would get no device found when the controller was right over the ins. Caller stated when he was able to get the controller to connect to the ins sometime, it would then completely disconnect when he tried to increase the stimulation. Caller stated a message comes up on the screen saying something about "retry". Caller stated he have been having this issue on and off since implant and it was worse at night. Caller stated at night he was in a lot of pain with spasms and this is not something he wants to deal with. Caller stated he have taken the battery out multiple times but the issue kept happening. A replacement controller was sent to the patient. Additional information was received from patient. It was reported that patient received the controller replacement and was following the steps and plugged in the recharger, and the controller got frozen on the screen. Patient service specialist(pss) had patient reset the controller and it resolved the issue. The patient was able to finish pairing. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states he's had trouble charging his implant and the screen always changes between excellent, good, etc. Pt states sometimes will say not charging. Pt was charging on phone and states been charging 1.5 hours and only at 30%. Pt states if he wiggles the recharge telemetry module (rtm) he does get a different connection. Pt also mentions that the rtm does get warm as well as mentioned he has met with rep multiple times for adjustments. The issue was not resolved through troubleshooting. No symptoms were reported.